Event description:
The customer reported that vitrectomy probe cutter broke off in the eye. The surgeon was able to take the piece out and completed surgery as planned. Info has been requested on pt status.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.